Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. Programming changes were made. The patient was in stable condition.